Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the vitrectomy probe did not cut the vitreous flange during a vitrectomy procedure on patient's left eye. The pedal was pressed, the guillotine was functioning and the vitreous was being caught by the vitreotome, but the vitreous did not finish cutting. The vitreotome parameters were changed from 7500 to 2500 cuts per minute, and then to 1000 cuts per minute. The surgeon needed a little bit more time to cut and 'eat' the vitreous. The surgeon also used the light probe to break the vitreous flange. There were no consequences to the patient. This is one of two reports being filed for the same facility.

Manufacturer narrative:
A review of the related device history record associated with reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there was one other complaint for the reported issue. No probe sample was returned for evaluation; therefore, the condition of the product could not be verified. Because a sample was not returned by the customer and the device history record reviews associated with the lot number provided indicated the product was processed and released according to the product¿s acceptance criteria, the root cause for customer complaint issue cannot be determined. The exact root cause for this complaint is unknown as no sample was returned; therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).